Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The release system didn't work correctly "as per cc form": during the release of a fully covered biliary metal stent evolution, the releasing system was reported as ineffective and very hard to open the stent. It was not possible to open/close the stent, released only in the distal portion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence at what stage of the procedure did the complaint occur? During stent placement. What endoscope type and channel size was used? Pentax ed34-i10t. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? Cook medical metro guide wire 0.035 in. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Proximal cbd. How long was the stent in the patient by the time this complaint occurred? Less than 1 cm for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. Did the patient require any additional procedures as a result of this event? Yes, what intervention (if any) was required? Removal of stent and placement of a new stent was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No (if yes, please specify what was observed and where on the device it was observed.) Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No (if yes, at what point?). Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. What was the length and diameter of the stricture? 4 cm long. Where was the stricture located in the body? In cbd. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 25-jun-2025. Investigation - evaluation: device evaluation: the evo-fc-10-11-8-b device of lot number c2189942 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that a tortuous path may have caused a build-up of pressure which potentially led to stent deployment difficulties. It is possible that difficult anatomy may have compressed the outer sheath and led to issue reported. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. From additional information provided, complaint occurred during stent placement and the product was inspected for kinks or damage before use. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-jun-2025